Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician attempted to inflate the evercross balloon inside a previously deployed stent in the iliac artery. The balloon would not inflate. The inflator was checked for contrast and it was noted that there was blood within the inflator. No patient injury is reported.